Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The lead was returned with the helix extended and tissue visible in it. The tissue was removed and the helix extended and retracted within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a procedure to implant a right atrial (ra) lead tissue from the atrium lodged in the helix. This prevented the helix from retracting and caused issues with fixation. The lead was not used and another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.